Manufacturer narrative:
This report is being filed on an international product, hbsag qualitative ii confirmatory, list number 2g23, that has similar products distributed in the us, list numbers 4p54 and 1l81. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. (B)(4).

Event description:
The customer stated that they were unable to confirm (B)(6) results for two patients using the architect hbsag qualitative ii confirmatory assay. The customer expected the assay to confirm the (B)(6) results. No adverse impact to patient management was reported. The following data was provided: case 1: initial testing 2140 s/co and -5% neutralization. Diluted 1:500 681 s/co and 43% neutralization. Diluted 1:20000 21.15 s/co and 46% neutralization. (B)(6) dna viral load at 7.85 log. Case 2: initial testing 551.16 s/co and 12% neutralization. Diluted 1:500 1.42 s/co and 10% neutralization. (B)(6) dna viral load at >5 log.

Manufacturer narrative:
No customer returns were available for investigation. Historical complaint searches determined that there is no unusual activity for the likely cause lot. There is no adverse trend for the product and the complaint trending report review determined that complaint activity was normal for the issue. Clinical sensitivity testing was performed using retained kits stored at the recommended storage conditions with commercially available zeptometrix seroconversion panels 6271 and 11003. The complaint lot detected the same first reactive bleed of the seroconversion panel sets 6271 and 11003 as historical data. All specifications were thus met indicating that the lot is performing acceptably. A review of the manufacturing documentation did not identify any issues associated with the customer observation. Based on all available information and abbott diagnostics complaint investigation, the assay performed as intended and no product deficiency was identified. A review of labeling concluded that the issue is sufficiently addressed. There is not enough evidence to reasonably suggest a malfunction as while this reagent lot did not neutralize both reactive samples, there are no other supporting hbv marker profile test results or clinical information to support a true positive sample designation. In the absence of return samples, additional reference testing of these patient samples could not be performed.